Manufacturer narrative:
Although the device was not returned to olympus for inspection, an olympus field service engineer (fse) was dispatched to the customer site. Based on the results of the investigation, the reprocessor had an incorrect cleaning tube connected to the wrong connector which caused an error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the reprocessor had an incorrect cleaning tube connected to the wrong connector. There was no patient involvement.